Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the ¿literature case¿ that reports four patients that required allogenic blood transfusion after surgery has been reviewed. However, without the requested patient specific clinical information, a thorough medical investigation cannot be rendered. Additionally, the impact to the patient beyond the reported transfusion cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include increased operation time or intraoperative blood loss. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
In a scientific publication, zhao et al. 2019, "the value of tranexamic acid for patients with preoperative anemia in primary total knee arthroplasty" it was reported that four patients from the txa group and twenty from the control group required allogenic blood transfusion after the surgery. The patients were implanted with a genesis ii system but there is no information regarding to the part numbers or sizes involved in the surgeries.